Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Summary of investigational findings: investigation is based on description of event and review of provided imaging. Imaging review confirms filter fracture. Furthermore the imaging review finds tilt of 11deg and the filter hook abutting the ivc wall. This likely resulted in the unsuccessful filter retrieval since a standard loop snare would not engage with the hook of the ivc filter. Furthermore, the attempt to engage the filter hook with a standard loop snare likely resulted in the secondary filter legs becoming entangled in the loop snare and resulted in their displacement. However, given the limited information provided, the described scenario is hypothetical, but probable. According to the complaint report, the two fractured filter legs was found in the left and right lung, respectively. The patient was asymptomatic experiencing no pain or breathing issues and no further interventions were ordered. No additional information regarding new attempt of filter component removal has been received. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to the initial reporter: no known complications at implantation or first retrieval attempt. However, after retrieval attempt, 2 centering struts were bent up and into the right renal artery. The filter was found to have been tilted such that the hook was against the left side of the ivc. A modified loop snare technique was used with a clover snare, terumo glide wire, and 16 fr performer sheath. Removal was successful, however, upon inspection, the two legs previously in the renal vein were missing from the filter. They were subsequently found, one in the left lung and one in the right lung. It was determined upon review that those struts had broken off after the first attempted retrieval and the patient arriving for the second attempt. Patient outcome: patient was asymptomatic experiencing no pain or breathing issues. No further interventions were ordered. According to the initial reporter the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Implant date: unknown as information was not provided PMA 510(k): since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. Unknown as lot# is unknown. (B)(4). Investigation is still in progress.

Event description:
Description of event according to the initial reporter: no known complications at implantation or first retrieval attempt. However, after retrieval attempt, 2 centering struts were bent up and into the right renal artery. The filter was found to have been tilted such that the hook was against the left side of the ivc. A modified loop snare technique was used with a clover snare, terumo glide wire, and 16 fr performer sheath. Removal was successful, however, upon inspection, the two legs previously in the renal vein were missing from the filter. They were subsequently found, one in the left lung and one in the right lung. It was determined upon review that those struts had broken off after the first attempted retrieval and the patient arriving for the second attempt. Patient outcome: patient was asymptomatic experiencing no pain or breathing issues. No further interventions were ordered. According to the initial reporter the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: complaint reopened, since product was returned. Investigation confirmed that two secondary filter legs had fractured as reported. To perform a sem investigation of the fractured legs a lot of hardened blood on the clip bushing and on the proximal part of the filter legs had to be removed, but since very sticky the blood was removed by scalpel and the scalpel scratched more filter legs. Except from the scratches there is no sign of damages/inclusions on the fractured legs and both fractures are probably caused by fatique "as a result of the repositioning of the filter and its legs being bent into the renal vein" after an unsuccessful retrieval attempt as reported. Consequently, the investigation of 19dec2016 is still valid and remains unchanged. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.